Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that when using the siemens c-arm the camera function was reported to be inaccurate by 3mm during a case. There was no patient impact and no medical intervention required. The case was rescheduled and was conducted successfully with no impact to the patient.

Event description:
It was reported that when using the siemens c-arm the camera function was reported to be inaccurate by 3mm during a case. There was no patient impact and no medical intervention required. The case was rescheduled and was conducted successfully with no impact to the patient.